Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported error codes 1111 and 1208 with on-screen message 'o2 unavailable. Customer could not recall if the unit was involved with a patient.